Event description:
Customer reported the left monitor intermittently cuts out. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. This MDR is related to ge healthcare complaint number.